Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and peripheral neuropathy. It was reported that pump event occurred. Patient stated the pump was removed as 2010. Patient stated the pump failed. Patient stated on the computer it reading the pump was working, but she went through severe withdrawal. The patient stated when the healthcare professional (hcp) went to refill the pump she was completely full even though it should have been empty. Patient stated they tried another month with saline and the pump did the same thing. Patient stated she was at the pulmonologist office. Patient had a pe (pulmonary embolism). The hcp wanted to make sure the medication lovenox (an injection given in the abdomen for blood clots) was not contraindicated. Patient confirmed the pe was not related to his device or therapy. No further complications were reported.